Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with pocket erosion at the pacemaker site. The physician explanted the entire system ¿ pacemaker and the right ventricular lead due to erosion. The patient's condition was stable.